Event description:
2023-11-10: integrum received unit i6486 with a report form stating that the axor ii fell off from the abutment. The exact date of event is unknown. No fall or health consequences. 2023-11-16: technical investigation of unit i6486 performed. During the investigation, it was noted that the clamps were placed in an incorrect sequence and that the top spring was misaligned. However, the attachment issue could not be replicated during testing. Manufacturing investigation performed, batch documentation docreg 010 958-00 reviewed; no deviations were found - the clamp sequence and top spring were according to specification when released from integrum. The unit has not been sent to integrum for annual service (since its initial relase from integrum 2021-02-04) according to instructions in the IFU. During the service, the clamps were placed in the correct sequence and the top spring was re-aligned. The device was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of following the axor ii top component inspection instruction during cleaning and assembly of the axor ii, and sending the axor ii for annual service according to the IFU.